Event description:
The event is reported as: during the expiratory breath, the blue indicator piece does not measure correctly. A very mild breath will push the indicator past the 700 range. No report of a pt injury.

Manufacturer narrative:
The investigation is incomplete at the time of this report.